Event description:
New information received notes that unipolar pacing was confirmed. The device was explanted and replaced. The patient condition was stable throughout procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was in backup mode. The patient presented in clinic for follow-up. Upon review, telemetry was unstable, and the device could not be restored. The patient condition was unknown and will further be monitored.

Manufacturer narrative:
Correction for analysis conclusion statement - the reported complaint of backup and output were confirmed. The complaint of interrogation problem could not be confirmed. Device was at end of life (eol) level when received. Device was cut open and electrical testing performed, high current from¿the hybrid was noted during electrical testing which was the cause of premature depletion of battery and events noted in the field. Further testing was performed on the device hybrid and an anomalous integrated circuit (ic) was found to be the cause of the high current drain.

Manufacturer narrative:
The reported complaint of backup mode, interrogation problem and output were confirmed. Device was at end of life (eol) level when received. Device was cut open and electrical testing performed. During testing, high current was noted from¿the hybrid, confirming premature battery depletion that ultimately caused the reported complaints.

Manufacturer narrative:
Additional findings unrelated to the reported events indicated a bonding anomaly at the header attachment area via visual inspection. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.